Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was evidence of contamination found on a force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the force sensor calibration was not within specifications. The pump cover was removed and there was evidence of contamination on a force sensor component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.